Manufacturer narrative:
Device evaluation: the system was not evaluated by a field service engineer (fse), clinical specialist or area service manager (asm). Personnel was not dispatched to customer site, or no record of a service visit is recorded for this incident. Manufacturing records review: the manufacturing records for the device were reviewed. There were no discrepancies or non-conformances experienced during manufacturing. The system and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vison, inc has been submitted.

Event description:
Account reported adverse effect - posterior capsule tear ended with an anterior vitrectomy on patients right (od) eye. Secondary lens used. Pt sent to retina surgeon. No other information was provided.

Manufacturer narrative:
Additional information: section h3: device available for evaluation: yes. Device evaluation: the system was evaluated by a field service engineer (fse). The fse validated oct operation and dav, mock treatment passed. The system was adjusted and recalibrated. System performing to specification. All pertinent information available to johnson & johnson surgical vison, inc has been submitted.